Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing broke off from the connector piece of her infusion set which caused high blood glucose level of 524 mg/dl. Reportedly, she changed out the site and self-treated with a correction bolus with the pump. The patient did not notice any damage when the package was first opened. No further information available.